Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to water intrusion into the endoscope which caused adhesion of moisture to the electrical circuit. Then, an overcurrent occurred due to a short circuit which the system detected. As a result, the error message occurred. The instructions for use provide the means to inspect for the suggested phenomenon, described as below: "¦ operation manual ¿chapter 3, section 3.8 inspection of the endoscopic system¿ [inspection of the endoscopic image] turn the video system center, light source, endoscope position detecting unit (for cf-hq190l/I, pcf-h190dl/I), and monitor on and inspect the wli [white light imaging] and nbi [narrow-band imaging] endoscopic images as described in their respective instruction manuals. 1 observe the palm of your hand using the wli and nbi endoscopic images. 2 confirm that light is output from the endoscope¿s distal end. 3 confirm that the wli and nbi endoscopic images are free from noise, blur, fog, or other irregularities. 4 turn the up/down and right/left angulation control knobs slowly in each direction until they stop. 5 confirm that the wli and nbi endoscopic images do not momentarily disappear or display any other irregularities. ¦ reprocessing manual ¿chapter 1, section 1.4 precautions¿ [warning] perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk." Olympus will continue to monitor field performance for this device.

Event description:
A distributor reported on behalf of a user facility that during the pre-inspection for a colon examination, the evis exera iii colonovideoscope displayed error code e315 (scope error) when connecting to the clv-190. The error code was not reproduced during inspection. The procedure was completed without any surgical delay. There was no injury to the patient.

Manufacturer narrative:
Initial reporter full facility name - (B)(6). Upon evaluation of the returned device, multiple faults were found, including: a pinhole on the ch tube which lead to lost water tightness, wear of the angle wire which lead to the bending angle in the up direction not meeting the standard value, the play of the up/down knob was out of standard value due to wear of the angle wire, the adhesive on the a-rubber was cracked, the lg lens was cracked, there was dirt on the objective lens which lead to a lack of image as well as a dark area on the monitor, the up/down knob was corroded, the s-cylinder was shaved, and the control unit as well as the objective lens were discolored. Scratches were found on the a-rubber, the c-cover, the connecting tube, the protector of the universal cord on the s-connector, the protector of the universal cord on the control section. The ig protector, the sc cover, the fe lever, the fe knob, the right/left knob, the switch box, the s-cover, the flexibility adjustment ring, the s-connector, the universal cord, the grip, the control unit, the adhesive on the a-rubber, and the up/down knob. Due to a scratch on the objective lens, flare occurred. The root cause cannot be determined at this time. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.